Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the first inflation of the 2.75 x 08 voyager nc balloon was to 20 atm. A balloon rupture occurred with the catheter during the second inflation. The device was removed and a second 2.75 x 15 voyager nc balloon catheter was used with the same results, however, there is no info regarding the first inflation atm for this device. A third 2.75 x 12 voyager nc balloon catheter was used successfully to complete the procedure without incident. There were no reported adverse pt effects. No additional info was provided. During return device analysis, both voyager nc balloons were observed to be ruptured.

Manufacturer narrative:
(B)(4). The voyager nc (part# 1011753-08, lot# 9111261) is being filed under a separate medwatch MFR number. Evaluation summary: the balloon catheter was returned with blood on the shaft and in the guide wire lumen. There was crystallized contrast in the inflation lumen and in the balloon. The balloon was returned loosely folded. There was longitudinal rupture in the balloon at the distal balloon marker proximally for a length of 1 cm. There was an indentation and slight ring around the balloon distal to the proximal balloon marker. There were multiple scratches within the indentation. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out the longitudinal rupture in the balloon. Balloon ruptures can occur as a result of manufacturing deficiency (such as damage to the balloon during the processing of the balloon material), insufficient preparation prior to use or from use of the device. During use there can be an interaction with anatomy, a previously implanted stent and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. Additional info was received stating that it is unk if the 2.75 x 15 mm voyager nc was inflated to 20 atm during the first inflation which would be above rbp of 18 atm and could contribute to a balloon rupture. In this case, the anatomical conditions reported of mild calcification, appears to have contributed to the reported balloon rupture. The noted balloon scratches and indentation could have resulted from the reported calcification; however, it is unk if they contributed to the balloon rupture. Therefore, the balloon rupture resulted in the inflation issue during the procedure. The analysis noted multiple bends through the entire length of the hypotube. There was no other damage noted to the balloon catheter. The noted damage was not reported and likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular. The noted damage does not appear to have contributed to the inflation issue cross. A review of the finished product lot history records did not reveal any nonconforming material records. The reported dissection appears to be related to the operational context of the procedure; however, a conclusive cause for the balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.